Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was unable to be seated. The procedure was completed with another implant. Tooth location 15.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on may 07, 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. Investigation found that complaint was a same day replacement. As a result, the prior submission for MFR- 0002023141 - 2020 - 00579 submitted on march 18, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Customer reported they were unable to seat the dental implant in the patient's mouth using a biohorizon driver. Customer reported that they replaced it with a biohorizon implant in the patient's mouth. No injury to the patient was indicated and they will not be returning for additional appointments.